Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Troubleshooting was performed and it was determined that occlusion was coming form the cartridge. Customer stated cartridge will be changed. There was no impact to customer's blood glucose level.